Manufacturer narrative:
Date of service (B)(4) 2015: system analysis/service repair: error code #173, #866 on log file. Replace resonator s/n (B)(4) with resonator (B)(4) after calibration. Performance test. Reportedly, resonator s/n (B)(4) was returned.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "error code #173 pop up display after power is turned on, cannot clear". The procedure was completed by a turp. Patient outcome: "fine."

Manufacturer narrative:
System analysis/ service repair was performed on december 03, 2015. The replaced resonator s/n (B)(4) was received by the manufacturer on december 29, 2015. Product evaluation: the resonator evaluation was completed by february 25, 2016. The evaluation noted no packaging damage on crate; no external damage to the resonator; q-switch and lam optic was noted to have bright spot and coupler cover was stuck. The q-switch, lam optic with plate; coupler cover and desiccant were replaced. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the analysis report, the root cause was determined to be q-switch, lam optic and coupler cover.

Manufacturer narrative:
System analysis/ service repair was performed on december 03, 2015. The resonator s/n (B)(4) was replaced with resonator s/n (B)(4). The replaced resonator s/n (B)(4) has not been received by the manufacturer.

Manufacturer narrative:
Device available for evaluation updated; device evaluated by manufacturer updated. System analysis/ service repair was performed on december 03, 2015. The replaced resonator s/n (B)(4) was received by the manufacturer on december 29, 2015.